Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. A partial lead with the connector pin measuring 34.5cm was returned for analysis. External insulation abrasions were noted at 12.7-13.0cm and 17.5-18.1cm from the connector pin. The etfe insulation was intact. The abrasion is consistent with friction to the ICD can. The returned partial lead tested normally for electrical continuity.